Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from 4w medical unit that pcu and pca unit turned off spontaneously and ceased administering medication to patient. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
The reported complaint of the pcu and pca module turning off spontaneously, was confirmed during a review of the pcu event and error logs; however, it was not replicated during testing. The review of the pcu event log identified the issue occurring at 6:39:50 pm on (B)(6) 2020 when an error 800.8000.0 error was exhibited. An 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware. During an error 800.8000 event, a non-silenceable high priority alarm is induced and status indicator lights on system on button will flash red. Log analysis results: results from a review of the pcu event log identified an infusion on pump module of maintenance ivf programmed on (B)(6) 2020 at a rate: 75ml/h with a vtbi of 600ml. A pca dose only infusion of hydromorphone 0.2mg in 1ml was programmed on pca module at a rate: 250ml/h with a vtbi of 2ml. A total of 11 pca requests were given and 1 was not given. An 800.8000.0 malfunction was observed in the pcu error logs at 6:39:50 pm. The proximate root cause of the system turning off was attributed to a software anomaly as a result of an 800.8000.0 (general os failure) error. The root cause of the error code 800.8000 (general os failure) was not definitely identified during the investigation. Device history review: review of the pcu service history record showed the device had a manufacture date of 02/09/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from 4w medical unit that pcu and pca unit turned off spontaneously and ceased administering medication to patient. There was no adverse effects caused to the patient as a result of the event.